Event description:
The pro-kinetic stent system was chosen for the treatment. Hypotube broke in half after deploying the pro-kinetic energy below knee. A laser was used during procedure.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instrument was delivered in a leak-proof and flawless condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the use of pk energy us is indicated for the implantation in coronary lesions only.